Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with marginal staph keratitis on both eyes (ou) eyes at 3 day post-operative exam. A brief description from the surgery center indicated the patient had good vision and noted to have staph hypersensitivity at flap edge of both eyes. The patient's comment was the right eye feels warmer than the left eye. In addition, the surgery center indicated the patient has a history of ocular migraine, as the patient's occupation is vet technician and is exposed to something at work. Topical steroid dosage was increased to treat the symptoms. The surgery center reported the symptoms have been resolved. Pre-op; bcva from (B)(6) 2016: right eye pre-op 20/20 -1.25 x -.25 x 75. Left eye pre-op 20/20 -.50 x -1.75 x 105.